Event description:
The user facility reported that during a patient procedure with the use of a DEFENDO Single Use Valve Kit, the balloon started deflating without the user depressing the suction valve subsequently causing water to leak into the patient. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The air/water and one suction button were returned to STERIS for evaluation.Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.